Manufacturer narrative:
On 11/17/97, co was info that there was no injury to the pt. No medical intervention required. The dr was shocked but not injured. Based on that info, this report may be considered a malfunction instead of an injury report.